Event description:
Damage to the usb port was reported, impacting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was instructed on how to put the pump into storage mode before returning it. The customer acknowledged the instructions and agreed to return the malfunctioning pump within ten days.